Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04854. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, and incontinence. It was reported that the patient underwent an excision of exposed mesh, and cystoscopy on (B)(6) 2014, due to exposed vaginal mesh.

Manufacturer narrative:
(B)(4): it was reported that due to mesh erosion, recurrent prolapse and urinary leakage the patient underwent excision of mesh and cystocele repair on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh removal on (B)(6) 2011.